Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach by design toothbrush for dental cleaning (route dental, lot number 0802pz, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the handle of the toothbrush broke while using. The consumer stated that the device had a weak point towards the middle where the angle meets on the handle and it broke towards the upper portion. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. Retain sample was evaluated and met specification. Based upon an acceptable document review, lack of a sample and no adverse trends the complaint could not be confirmed and a root cause could not be determined for this complaint. No adverse trends were identified during the evaluation of the complaint. Complaint trends would continue to be monitored. This report remains reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach by design toothbrush for dental cleaning (route dental, lot number 0802pz, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the handle of the toothbrush broke while using. The consumer stated that the device had a weak point towards the middle where the angle meets on the handle and it broke towards the upper portion. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.